Event description:
It was reported that a screw fell out of the handpiece. This was not during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the service technician confirmed the reported event. The screw can loosen through standard cleaning and autoclaving cycles. When a handpiece is put into an autoclave the metals within the handpiece expand and contract, thus potentially causing the screw to loosen over time.